Manufacturer narrative:
Additional information: dysfunction : the perforator (associated with midas motor) did not disengage when the unit approached the dura mater. Clinical consequences : perforation of dura mater with possibility of damaging the brain.

Manufacturer narrative:
UDI: (B)(4). Perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
3 of 3 reports. Other mfg report numbers: 1226348-2020-00368, 1226348-2020-00369. A facility reported 3 events with 3 different perforators: 2 perforators did not disengage, reaching intracranial space and 1 perforator with early disengagement. No patient consequences. 3 perforators reported and 3 different lot numbers were provided, it is unknown which event corresponds with a specific lot number.